Event description:
Boston scientific received information that this lead was taken out of service due to dislodgement. No adverse patient effects reported. This lead was successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.